Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer was unable to acquire a 12-lead ECG on a pt. There was no report of negative pt impact.